Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 20124002, model/catalog description: avista MRI perc lead kit 56 cm.

Event description:
A report was received that the patient was having inadequate stimulation. The patient was given injections.